Manufacturer narrative:
The report of tcmid:06 (ce post failure) error message was confirmed based on the functional testing and review of the event log retrieved from the thermogard console (sn (B)(4)). The root cause was determined to be due to a defective cooling engine. Review of the event log contained multiple tcmid error messages. The console was functionally tested and failed the testing criteria. It was indicated during testing that the console's cooling engine was defective. Additionally, visual inspection of the console upon receipt revealed that the pump lid was broken, top lid was loose, the white rollers, bumpers and cold well gaskets were damaged, seal rocker switch was missing, and the window display was degraded. The thermogard xp ivtm system console is a reusable device and was manufactured on 01 mar 2011. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device and is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that the thermogard console (sn (B)(4)), during set-up for patient use, alarmed with a tcmid:06 (ce post failure) error message during power up. It was indicated that the console has a cooling engine error. Following the event, another system was used to continue treatment on the patient. No known patient consequence was reported. No further information was provided.